Event description:
The customer reported a false positive reaction of a patient sample with the anti-b of ih-card abo/d(dvi-)+rev. A1, b on the ih-1000 during forward typing. The patient sample was re-tested on (B)(6) 2024 on the same instrument and was reported as o positive with no false positive reaction in the anti-b well. Trace files of the affected ih-1000 instrument were analyzed with the following results: the sample (B)(6) has been loaded at 15:53:53 on lane 5 position 3. The sample has been pipetted by the left pipettor. The needle has been washed before and after making the red blood cell suspension for the test. The red blood cell suspension has been pipetted from well 4 to 1, it means control, anti-d, anti-b and anti-a. The waiting time between the pipetting and centrifuging was 15 minutes 41 seconds. There was no error during the processing of sample. The processed gel card image does not present any anomalies, the result has been correctly interpreted by the algorithm. The previous sample pipetted by the left pipettor is (B)(6) with a b rhd positive result, also pipetted from well 4 to 1. In view of reviewed data, there is no indication for an instrument malfunction. The result on the sample (B)(6) seems to be related to a carry-over from the anti-sera of well 3 (anti-d) to well 2 (anti-b) causing the false positive on the anti-b well. As we do not have any pictures of gel control for this gel card, we cannot ensure that the gel card did not present any splashes of anti-sera before testing. The traces file show that some qc samples have been tested with this gel card lot and no complaint was raised on the qc test from the customer. So, there is no manufacturing issue with our product ih-card abo/d(dvi-)+rev.a1,b.

Manufacturer narrative:
This is our combined initial and final report on this incident.